Manufacturer narrative:
Concomitant medical products - model: 5086mri52, lead; implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days postoperative from a bile duct resection and reconstruction surgery the patient's implantable cardioverter defibrillator (ICD) delivered multiple inappropriate therapies. The device had misdetected atrial fibrillation (af) events as ventricular tachycardia (vt) events and delivered therapy. The patient was started on an amiodarone drip and converted back to normal sinus rhythm (nsr) and reprogramming of the device was completed. The patient is a participant in the (B)(6) clinical study. The device remains in use. No further patient complications have been reported as a result of this event.